Manufacturer narrative:
The device was returned and the evaluation states that the camber tubing was cracked. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The camber tube on the left side is cracked.